Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker triggered an alert due to low amplitude p-waves. Upon review of three stored pacemaker mediated tachycardia (pmt) episodes, right atrial (ra) double-counting/oversensing, wide p-waves, and ra undersensing were observed. It was noted that the stored pmt episodes did not appear to contain true pmt, and there appeared to be competitive sensor pacing with fusion beats and undersensing. The last right atrial autothreshold (raat) test was may 8, and all recent values showed low evoked response. This pacemaker remains in service. No adverse patient effects were reported.